Event description:
It was reported the pt was experiencing minimal pain relief since implant of the pump in late 2007. The drug used in the pump is morphine 10 mg/ml. The dose had been increased from 1 mg/day to 6 mg/day. When the device was due for refill, 40 mls of drug were aspirated. The pump had not delivered any medication. No alarms were noted to have occurred. No motor stall or stopped pump alarms were noted. A catheter access port procedure revealed an inability to aspirate csf or inject contrast. Catheter revision surgery was performed, but upon disconnecting the pump, csf backflow was noted indicating a patent catheter. The decision was made to replace the pump. The dose of morphine was reduced to 1 mg/ml. The pt recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available as of the date of this report. A follow up report will be submitted when device analysis is completed.